Event description:
Per a clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.